Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-nov-2017 with the following findings: a review of the pump black box showed that data from the date of the loss of prime issue had been overwritten. The current black box showed multiple loss of prime warnings eaw 162 with low non-zero and zero force. Further testing was no able to be performed. The pump cover was opened and no moisture or damage was observed to the internal components. The original complaint of a loss of prime issue was noted in the pump history but unable to be adequately tested due to an unrelated call service alarm issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.